Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 18736140.

Event description:
It was reported that the patients implantable pulse generator (ipg) was causing pain and patient. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.